Manufacturer narrative:
(B)(4). Batch # t5ac2u. Investigation summary: the analysis found that one ntlc75 device was returned with only channel half and with three reloads present. The reloads were received fully fired. Due to the condition of the device, no functional test could be performed. No conclusion could be reach on what caused the reported incident. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Three reload b, c d: sr75, t5at47 fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The deployed staples were unformed. Procedure: open colectomy the event occurred at the first firing of feea. The protruded staples were the staples at the inner staple line of the cartridge. The customer thought that the staple driver did not lift evenly. It was found that some drivers lifted and others did not lift. The operation time was prolonged about 30 minutes since additional hand suture was performed. The patient is stable.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, bleeding occurred after the firing on the mesorectum. It was found that the deployed staples were protruded from the cut line. Additional hand suturing was performed to stop the bleeding. The amount of the bleeding was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that the surface of the cartridge deck was rough when he checked the cartridge after the firing. No further information is available.